Event description:
Report received of an underdelivery, the pump was programmed to infuse an unspecified solution at 11ml/hr. Reportedly, 6 hours later, 58ml had infused and not the intended 66ml. Delivery accuracy specs require delivery within +/- 5%. The customer was contacted multiple times, but no add'l info was obtained.